Event description:
During a bilateral nephrectomy procedure, the tip of the device fell into the patient's abdominal cavity. The tip was removed and the case was completed with no patient consequence.